Event description:
A silicon nitride implantable cage was reported to ctl to have been fractured, as an immediate post operation observation. There is no additional information provided despite few attempts made. Typical failure mode is excessive force being applied for implant insertion without proper disc space preparation and trailing. User mode, patient anatomy, x-ray images were not provided to make any assessment. No harm or injury to the patient was reported. Without additional information regarding the incident, this case is deemed indeterminate.